Event description:
It was reported that the patient had coupling issues between the external recharger and their implantable neurostimulator (ins). The patient was confusing coupling bars between the recharger <(>&<)> ins and that of the ins battery level. The use of the antenna locator (al) on the recharger resulted in a power-on-reset (por) message being displayed which lead to a normal recharging screen. The patient then was able to charge and had a recharging coupling level of 8 bars. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-75 serial (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 37083-40, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial (B)(4). Recharger model 37752, serial (B)(4).